Event description:
The customer reported that the insulin pump was no longer alarming no delivery. The customer also reported a blood glucose reading of 400 mg/dl. The customer was unable to conduct the high pressure test at the time of the call. Mailed the tubing clamps to the customer, and advised to call back to conduct the test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.